Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that negative pressure was out of acceptable range at fluid delivery line (fdl) manifold test in arctic sun device. Per follow up information received via email on 23jul2024, the device was under investigation.

Event description:
It was reported that negative pressure was out of acceptable range at fluid delivery line (fdl) manifold test in arctic sun device. Per follow up information received via email on 23jul2024, the device was under investigation.

Manufacturer narrative:
The reported issue was confirmed. Root cause could not be determined. The device was evaluated upon receipt. Leak from the one of the valve on fdl. Cleaning valve of fdl. Performed pm procedure. Replaced pump heads. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that negative pressure was out of acceptable range at fluid delivery line (fdl) manifold test in arctic sun device. Per follow up information received via email on 23jul2024, the device was under investigation.